Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical product-unknown femoral head; unknown taperloc femoral stem; unknown active articulation bearing report source: literature hwang, ji-hyo, et al. ¿dislocations after use of dual-mobility cups in cementless primary total hip arthroplasty: prospective multicentre series.¿ international orthopaedics, vol. 42, no. 4, july 2017, pp. 761¿767., doi:10.1007/s00264-017-3660-6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02761. (B)(4).

Event description:
It was reported in the journal article that periprosthetic fracture occurred in three hips following total hip arthroplasty. Patients were treated by open reduction internal fixation.